Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn: (B)(4) was resetting. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. Upon evaluation of the battery charger/modem was resetting. The cause for the resets was isolated to a defective u13 cmos flash microcontroller on the charger beside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.